Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high out of range shock impedance measurement, measuring greater than 200 ohms. The right atrial (ra) coil vectors and triad are both measuring greater than 200 ohms in the clinic today. The measurement was 68 ohms from right ventricular (rv) coil to can. All daily measurements were normal. Boston scientific technical services reviewed the available data and confirmed that the vectors is between 200 and 260 ohms, the daily test will calculate triad impedance but the commanded test will report greater than 200 ohms. No adverse patient effects were reported. This ICD and competitor rv lead remains in-service.